Manufacturer narrative:
The reported events of lead noise and failure to capture were not confirmed. As received, a partial lead was returned in one piece. Final analysis did not find any indication of conductor fractures or internal shorts. No anomalies were detected except for procedural damage.

Event description:
New information received notes that the patient's right ventricular lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11978. It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's atrial lead was exhibiting noise. It was further noted that the patient's right ventricular lead was exhibiting noise and was failing to capture. The atrial lead was explanted and replaced. The physician opted to not intervene with the right ventricular lead. The patient was stable.